Event description:
It was reported that the patient was continuing to experience difficulty charging the implantable pulse generator ipg wherein having to charge it very frequently. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The ipg was retained by the hospital and was not returned.